Manufacturer narrative:
(B)(4). Additional information: batch # m9143r. Conclusion: the analysis results of the er320 device found that it was received in good condition. In addition, a bag with one scissored clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed nine scissored clips; in addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, scissoring occurred at the 2nd firing on the central side. The device did not clamp something hard such as an existing clip. The 1st firing was used on the distal side. Another device was used to complete the case. There were no adverse consequences to the patient.